Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points and the graph were missing from the pump display. Customer's blood glucose was 230 mg/dl. Reportedly, the customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.